Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. Only typical usage alarms was observed in the black box and alarm history; there were no alarms or errors related to the complaint. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that a blood glucose of 449 mg/dl with feeling depressed. The patient reported that blood glucose levels were responding with boluses but the patient did not feel that the pump was delivering insulin appropriately. The pump was reviewed with the patient and confirmed that the time and date were set correctly, the basal program was set correctly; the patient declined to further review the pump but reported no unusual alarms. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump was not delivering insulin appropriately.